Event description:
It was reported that the system 9800 would not initialize or power up in any way. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that a main circuit breaker residing on the power control circuit board had tripped. The breaker was reset and the system tested and cycled several times to ensure that the problem would not recur. The system was tested and found to be working as intended and placed back into service.